Event description:
The customer reported that when they powered up the system, only the green lights showed and nothing else. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the power control printed circuit board. The system was tested and found to be working as intended and put back in service.